Manufacturer narrative:
Unit passed the displacement test, self test, unexpected restart error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. Unit was unable to prime during prime test due to faulty force sensor system. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window. Cracked battery tube threads, scratched reservoir tube window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 10.2 mmol/l. Troubleshooting was able to resolve the issue. The device was returned for analysis.